Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer¿s complaint (tissue pad worn and peeled) was confirmed. During the device evaluation, it was also confirmed that the there was a contact mark on the non-insulated area which indicates that the probe was contacting the non-insulated area and there was a contact mark on the probe which indicates that the non-insulated area was contacting the probe. Additionally, the coating on the probe had peeled off and no abnormalities were detected during the probe check. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1.the grasping section was closed without grasping anything while the output was activated in seal & cut mode. (This includes after tissue resection) this might have caused the tissue pad to wear out and peeled off partially. 2.since the tissue pad peeled off, the non-insulated area came into contact with the distal end of the probe. Also, this caused a contact mark. 3.a force to activate the output in seal & cut mode, or a force to grasp tissue might have been applied to the probe causing the probe damage error. The following are the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information received from customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported that the diagnostic procedure was laparoscopic hepatectomy. There was no delay in procedure and the patient was not under sedation at the time of malfunction.

Manufacturer narrative:
The device will be returned. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the insulator of the thunderbeat came off in the middle of a procedure. The insulator did not land inside patient¿s body. Probe check was done before thunderbeat was used. The error message shown was ¿probe damage error¿ (u504). The procedure was completed with a similar device. There were no reports of patient harm associated with the event.